Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain, chronic low back pain, and lumbar radiculopathy. The patient's pump was removed due to site infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.